Event description:
Cardiopulmonary arrest associated with restraint use (4 bed siderails and a vest restraint). The hospital reported a serious pt incident that occurred in 2007. The report indicated the pt; an intermittently confused male restrained in bed by 4 siderails and a vest, was found caught between the siderails with the vest restraint cutting off his airway; unconscious and without a pulse or respirations. A cardiopulomonary resuscitation effort was initiated, and the pt was revived to baseline status. The report also indicated a hosp internal investigation was in process.